Event description:
See h11.

Manufacturer narrative:
This medwatch report is being submitted to correct section h11 of the initial MDR as it did not include the analysis of production records. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The investigation of the returned microcatheter found the glue fillet partially separated from the hub tip, causing the device to leak during functional testing, which is consistent with the alleged product issue. The hub fully separated from the microcatheter shaft during the investigation; furthermore, the glue between them exhibited tackiness, which is consistent with uncured uv glue during the manufacturing process. Insufficient adhesion between the hub and the microcatheter shaft would result in the glue fillet separation and resulting leakage. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.

Event description:
It was reported that during preparation, microcatheter was leaking on the distal side of the hub. There was no patient involvement. Although the initial information received was not determined to be reportable, we are now reporting the event based on device investigation findings of the shaft not glued to the hub.